Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/migration/') and device dislocation ('migration of essure device location of device: right migrated to left lateral upper intraperitoneal') in a 37-year-old female patient who had essure (batch no. B83877-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic/ abdominal/ chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infect") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Partial),salping. (Bilatral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device dislocation, urinary tract infection, dysmenorrhoea, weight increased and back pain outcome was unknown and the pelvic pain, abdominal pain, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, breakage/ expulsion, migration,bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: expulsion, left occlusion only, other. Lot b83877 is not valid.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/migration/') and device dislocation ('migration of essure device location of device: right migrated to left lateral upper intraperitoneal') in a 37-year-old female patient who had essure (batch no. B83877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic/ abdominal/ chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infect") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Partial),salping. (Bilatral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device dislocation, urinary tract infection, dysmenorrhoea, weight increased and back pain outcome was unknown and the pelvic pain, abdominal pain, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, breakage/ expulsion, migration,bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: expulsion, left occlusion only, other. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs received- new events migration of essure device location of device: right migrated to left lateral upper intraperitoneal, dysmenorrhea (cramping),weight gain, lower back pain were added. Lot number was added (b83877). Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/ abdominal/ chronic"), abdominal pain ("pelvic/ abdominal"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal. Infect"). The patient was treated with surgery (hyst. (Partial),salping. (Bilatral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, abdominal pain, vaginal discharge and vaginal infection had resolved. The reporter considered abdominal pain, device expulsion, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, breakage/ expulsion, migration,bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: expulsion, left occlusion only, other. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Case become incident. Injury nos replaced with new events. Added event expulsion, chronic, pelvic/ abdominal pain, vaginal discharge, vaginal. Infect. Updated outcome of events pain, bladder/urinary. Lab data was added. Reporter's information was updated. Patient's date of birth was added. Date of insertion was updated. Date of removal was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.